Manufacturer narrative:
Device evaluation: one mto,2.6 fluted dr w/2.5 short depth stop device was returned for evaluation of the reported complaint mode, ¿broken tip.¿ the device was visually evaluated and confirmed to be broken at the tip of the device. The broken piece was not returned for evaluation. A visual evaluation of the returned device identified that at the site of the break it was identified to have been exposed to a torsional force prior to breakage. Per IFU ¿careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ a review of the manufacturing records has not identified any non-conformance reports on file for this lot. The failure cannot be attributed to a manufacturing issue. (B)(4).

Event description:
During a hip arthroscopy utilizing the mto, 2.6 fluted dr w/2.5 short depth stop it was reported that the distal tip of the drill bit broke. The surgeon was implanting a 2.3mm osteoraptor into the acetabular labrum and placed the anchor on top of the broken tip. The break was not discovered until the preparation of the next hole, when the drill bit bottomed out. There was nothing visible in the joint and the surgeon elected not to retrieve the 5-8cm piece of broken tip buried securely under the anchor. A back up device was available. The bone quality was reported to be hard. The patient¿s post-operative condition was reported to be fine after the case.